Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ silicone migration: unable to observe as it is a medical event that is not related to the device. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side silicone migration and granuloma diagnosed with MRI. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and granuloma.

Event description:
Physician reported right side silicone migration and granuloma diagnosed with MRI. Device has been explanted and replaced.